Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized at onze lieve vrouwe gasthuis (olvg) oosterpark hospital with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose (bg) level reached above 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. The pod's controller was not communicating with the pod during operation. The patient administered several manual insulin injections. Despite the multiple corrections, bg level remained critically high. The patient reported experiencing nausea, increased thirst, and significant leg weakness, which prevented them from going to the hospital on their own. The patient was treated with an administration of unspecified intravenous fluid administered and insulin injected manually. The patient was discharged on (B)(6) 2026. The pod was removed and a new pod was applied at the hospital.